Event description:
Consumer reports head disengaged during use. This is reported as a malfunction with the potential to cause serious injury. A minor injury (struck cheek with end of brush) occurred.

Manufacturer narrative:
The body was made at the following location: contract MFR: hayco, ltd. (B)(4).